Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 bd ultra-fine¿ 1/2ml insulin syringe 29g x 1/2" the stoppers were discovered to be deformed. The following information was provided by the initial reporter, translated from japanese to english: according to the user's report, the stopper was found to be melted.

Manufacturer narrative:
Investigation summary: the customer returned (2) 0.5ml 29ga syringes, reporting damaged stopper. The syringes were visually inspected and observed deformation to the stopper on (1) syringe and no issues on the (2) syringe. Based on the samples returned, embecta was able to confirm the customer-indicated failure. A review of the device history record was completed for batch #2171572. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were no quality notifications or dispatches that pertained to the complaint; therefore, no root cause can be determined.

Event description:
It was reported that during use with 2 bd ultra-fine¿ 1/2ml insulin syringe 29g x 1/2" the stoppers were discovered to be deformed. The following information was provided by the initial reporter, translated from japanese to english: according to the user's report, the stopper was found to be melted.